Event description:
As reported: "prior to implantation, the doctor connected the catheter with the port, but disconnected and cut it to adjust its length, reconnected it to the port using the silicone tube of the catheter locking sleeve alone noticing that the clear portion was missing, placed the catheter in the svc, implanted port. Doctor was not sure whether or not he had pushed the tube and catheter over the ring on the port outlet tube. Following observation of the abnormality of installation, fluoroscopy revealed that the catheter had been disconnected from the port and migrated into the right atrium, therefore, retrieved the catheter alone pervenously."

Manufacturer narrative:
Components were not returned by physician.